Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no cosmetic damage on the case.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 200 mg/dl. The customer was trying to change the infusion set when the alarm was received. The drive support disk was normal and the pump was not exposed to high magnetic field. She stated that she was with her daughter when an x-ray was taken but was behind the shield. They were unable to rewind the pump because it was interrupted by a motor error alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.